Event description:
The customer reported to olympus, there was an insufflation problem on the evis exera iii colonovideoscope. During the inspection and testing of the returned device, the air/water nozzle was found to be clogged, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The nozzle was clogged with a dark rubber seal like residue, which could not be conclusively identified. The bending section cover glue was separated and the plastic distal end was scratched. The investigation is ongoing. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The failure was observed during a diagnostic coloscopy. The procedure was completed with the same device. There were no complications to the patient regarding this event.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding this event, refer to b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black rubbery foreign material that clogged in the nozzle - however, the material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.